Event description:
2025-aug-29 rtg0881158 (con): information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their neck was hurting quite a bit, so they increased intensity but getting a lot of shocks. Pt noted that they had reprogramming done on the 20th and were advised to stay on therapy group a for 1 week and then change to group b. Agent reviewed information and redirected pt to their doctor (hcp) and medtronic (mdt) rep. Pt changed to group b and mentioned they will observe the stimulation before getting back to the hcp and mdt rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: missing PMA number from initial report. Added PMA number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient regarding an MDR letter they received with reference number: (B)(4). Patient expressed confusion about how to respond to the letter and about the questions on the letter. Patient said the letter asked about the shocking they received and what patient was going to do and patient said, "basically there's nothing I'm going to do about it because I was told that it can sometimes be common to have that happen" and "the more I turn it up the more I'm going to get". Patient said they have stim at 11 right now, where that doesn't really bother them. Agent reviewed patient's answers would be documented and passed along.